Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the safe lock apd luer lock is often not tight enough and the bags end up leaking. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was a loose connection between the adapter and the baxter bag which lead to the fluid leak. The patient completed treatment on the cycler and is continuing pd therapy without any issues. The patient contact confirmed one event of the loose connection.